Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that following an upgrade, the high flow insufflation unit stopped. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction: d9 additional information: h3, h6, h11 the reported event was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error occurred due to the detection of an abnormal operation of the pressure sensor in the main board; however, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.